Event description:
It was reported that the customer experienced intermittent connectivity between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with the ilet displaying prompts to connect the cgm or enter a blood glucose value for bg run mode; the sensor then reconnected while on the call, and education was provided to keep the ilet close to the sensor to maintain signal. No adverse clinical symptoms reported. Outcomes included no alerts or alarms requiring intervention and no hospitalization. User support included troubleshooting and user education regarding cgm-to-ilet proximity and signal optimization. Investigation of this case revealed transient signal loss limited to the ilet interface without persistent device malfunction, consistent with expected wireless communication limitations between the cgm sensor and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user and environmental factors affecting wireless connectivity.

Manufacturer narrative:
Initial.